Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep), healthcare professional (hcp), and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that the ins was not holding a charge and he had trouble connecting. He stated the charge lasted 2 weeks, then 1, then 5 days, etcetera. The patient stated he got frustrated and stopped. An overdischarge was reported. The interventions that will be taken are they plan to replace the battery and return for analysis. The patient complained that he lost right side coverage, so the leads will be tested too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.